Manufacturer narrative:
Device evaluation:the pump has been returned and evaluated by product analysis on 12/09/2016 with the following findings: investigation revealed a crack at the bottom of the display lens. Unrelated to this issue, investigation revealed the audio bolus button cover was missing from the pump and the button was not able to be tested. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a crack at the bottom of the display lens. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 12/09/2016.